Event description:
Patient came in for an outpatient pill camera procedure on (B)(6) 2020. The patient called around 11 am and stated that his machine turned off shortly after he had a bowel movement. Manufacturer was called and they stated that the patient probably passed the pill in their bowel movement and that it is normal for the machine to shut off when the pill gets out of range (flushed) and to have them return the equipment. The information was downloaded immediately and gastroenterologist was notified. The next morning, it was noted that the machine only had 2 bars for battery even though it charged overnight. When gastroenterologist read the results on (B)(6), he said that the pill had not been passed as suspected and that the test stopped while in the pill was still in the intestines and that the test needs to be repeated. FDA safety report ID# (B)(4).